Event description:
It was reported that a pump failed the downstream occlusion test during preventative maintenance testing. It was reported that the customer performed 5 downstream occlusion tests on the device using new unused sets and two different pressure gauges. The failures ranged between 19.5psi-25psi. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter and the alleged malfunction could not be reproduced. The device was found to meet specification for downstream occlusion detection and passed downstream occlusion tests per the spectrum service manual preventative maintenance procedure. The device also passed additional occlusion testing. The device failed to complete service in a timely manner and a replacement device was provided to the customer.